Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number info was given so an eval cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
Explained that the rubber material gets really thin in the front when you try and smooth it out to your teeth. I made it too thin it didn't feel right. Also, after using the first guard for less than two weeks, I had already grinded through the rubber and it started to detach from the blue surface.